Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: air/water channel cfu: >20 cfus bacterial identification: escherichia coli sampling date:(B)(6) 2025 sampling from: auxiliary water channel cfu: >20 cfus bacterial identification: escherichia coli the device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a positive of unexpected contamination. There was no patient involvement.